Event description:
Customer reported the device was blocked and overheated. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, the evaluation and testing performed on device revealed a broken housing unit. This was contributed to normal wear. The housing unit and various components were replaced. Device was returned to the customer (B)(4) 2013. (B)(6). Placeholder.